Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The co2 bypass assembly, o-rings, soda sorb canister, and inspiratory/expiratory check valve assemblies were replaced to resolve the reported issue. Left voice message with customer on (B)(6) 2020 requesting patient information. No response received to date. (B)(4).

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.